Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device recommended a shock to a conscious patient and the first responder delivered the shock to the patient. Complainant indicated that there was no adverse effect to the patient.

Event description:
Complainant alleged that while attempting to treat a 59-year-old male patient, the device recommended a shock to a conscious patient and the first responder delivered the shock to the patient. Complainant indicated that there was no adverse effect to the patient.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections a2, a3a, a3b, b3, and b5 updated. The device was not returned to zoll medical corporation for evaluation. Instead, the device logs were provided for review. Review of the logs showed two instances where a shock was advised. In the first, a 120j shock was successfully delivered. In the second, the electrodes were removed before the advised shock could be administered. The patient was reportedly conscious during the second instance. Per the zoll AED 3 administrator's guide, the device is not intended to be used on a patient that is conscious, breathing, or with detectable circulation. The AED analyzes ECG data to recommend if a shock is advised based on an algorithm. The device functioned as designed. And was used outside its intended use. No trend is associated with reports of this type.